Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "system message appeared" device displays error message). A customer reported a system message appeared during surgery. The system was switched out and the case was completed. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system. The u.s. Power control board was replaced. The original u.s. Power control board was sent for in-housing testing. The software was updated as a preventative measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).